Event description:
A pt reported experiencing inaccurate erratic results with a ss meter. The pt's blood glucose results were 10.2mmol, 13.9mmol. Tests were done within 20 mins with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.